Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received by health care provider (hcp) on (B)(6)2017 indicated the patient was given narcan with no initial response. They were put on narcan drip and their consciousness returned to normal/regained consciousness on (B)(6)2017. Cardiac consult <(>&<)> echocardiogram was performed and narcotics were discontinued. The pump was filled with saline as it cannot be removed at this time as patient experienced symptoms following stent for peripheral vascular disease and was on plavix. An update was received on 01-jun-2017 which indicated the settings were appropriate and there was suggestion of leakage of drug from reservoir which was noted based upon the aspiration results. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving clonidine (2500.0 mcg/ml at 499.6 mcg/day) and sufentanil (200.0 mcg/ml at 39.97 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. It was reported the subject was driving erratically on the way home from a pump refill and hit a tree. The patient was admitted to the hospital with narcotic overdose from leakage of drug from the reservoir. The clinical diagnosis was narcotic overdose. The event resulted in a life-threatening illness or injury, required in-patient or prolonged hospitalization, and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The outcome and etiology were not provided.

Event description:
Additional information received from a healthcare provider via a clinical study reported narcan via ER and a narcan drip was administered on (B)(6) 2017. Therapy was reduced to minimal delivery the same day and resulted in in-patient hospitalization and a emergency room visit due to narcotic overdose. The pump was interrogated and 35.5 cc was aspirated when 39.9 was expected. The patient's weight was listed as (B)(6). It was indicated the event was related to the device or therapy and related to the drugs sufentanil and clonidine with the drug action being leakage of drug through refill port. The event was noted to be ongoing as of (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event was unresolved with no further action planned.